Manufacturer narrative:
Section a2: age/date of birth: unknown/ asked but not available. Section a5: ethnicity: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2140- hm-visual disturbance- dysphotopsia-requiring surgical intervention and hm-glare surgical intervention required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity preloaded intraocular lens (iol) needs to be explanted and have it replaced. Additional information received stated that patient had dysphotopsias. Patient is still experiencing dysphotopsias and wanting for lens to be explanted and replaced with dxr00v. It was stated that the lens will be explanted in next 30 days. Further information received stated that the visual acuity prior to the implantation of the original lens was 20/80 and visual acuity after the implantation of the original lens was 20/40-20/30. Patient had trouble with golfing and outdoor activity due to glare. Iol repositioning was done which only worked for about a week. No further information was provided.